Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-117905. 1818910-2020-10214 is being retracted as it is report duplication. 1818910-2019-117905 will be kept for investigation purposes¿.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised metal liner and head ball in right hip due to elevated ion levels. This patient has bilateral metal on metal hips. The left hip was implanted on (B)(6) 2005 and revised to poly liner and ts ceramic head on (B)(6) 2019. The patient is minimally symptomatic and full weight bearing. Patient has summit hip stem and pinnacle 54mm sector cup which remained in patient. Hip stem size unknown. Lot numbers on implants remaining in patient unknown. Regarding the two screws removed from the cup, I estimated their length, 25mm and 35mm because the implant data was not available. Doi: (B)(6) 2019. Dor: (B)(6) 2020; right hip.